Event description:
Information received from the field notes that the patient was defibrillated twice by ambulance emt personnel. When the patient arrived at the hospital the pacemaker was not pacing. When it was noted that oversensing had occurred, the sensing parameters were reprogrammed and normal function ensued.